Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of swelling, bruise, abscess and "staph aureus" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned pages.

Event description:
Health professional reported one day after injection with juvederm voluma xc in the zygoma area on both sides, the patient developed swelling on the left side cheek at the juvederm voluma xc injection site. Four days after injection the patient presented with swelling and what was thought to be a bruise at the left cheek. Four days after injection it was recommended that the patient take an "antibiotic", however, the patient did not take the recommended antibiotic and instead self-treated with zithromax. Approximately 3 weeks after injection, the patient presented with swelling and an abscess at the left cheek and was treated with a rocephin injection and 20 ml of fluid was drained from the abscess. Around this time the patient also had a "longstanding facial implant" removed from the symptom site. Subsequent follow up with the injector confirmed that concomitant "juvederm ultra" was injected into the nasolabial folds and lips but that it was not considered related to the symptoms at the site of the juvederm voluma xc injection. A culture of the wound determined that there was 'staph aureus" present. The patient is considered lost to follow up, but at last report, the symptoms were ongoing.